Event description:
It was reported to medtronic neurosurgery that the device was found to be leaking during the surgery. According to the report, a new device was used to complete the surgery. The report stated that the patient's current condition is normal.

Manufacturer narrative:
The returned patient line tubing met the requirements for patency and leak testing. One end of the patient line tubing had clamp marks. It is unknown how or when the damage occurred. The drainage bag and catheter were returned in their respective unopened product pouches. A review of the manufacturing records showed no anomalies. (B)(4).